Event description:
As reported, approximately 5 years and 9 months post initial left total shoulder arthroplasty (tsa) for secondary arthritis and a massive rotator cuff tear and approximately 2 years and 5 months post revision for prosthetic dislocation caused by disassembly of the polyethylene insert, a second revision was performed due to pain reported by the patient at which time the glenosphere, humeral liner, and humeral adapter tray were replaced. The humeral liner was changed to a constrained humeral liner. Despite the revisions, the insert continued to disassemble, and the inner joint exhibited an unusual brownish discoloration indicating metallosis. Event and patient outcome were not provided. Products returned.

Manufacturer narrative:
Report numbers: 1038671-2024-04528 and 1038671-2024-04529 e1: phone number (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04528 and 1038671-2024-04529. The revision reported was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.